Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: a review of the pump¿s black box showed a replace battery alarm on (B)(6) 2018 at 20:14 followed by a pump reboot at 20:24. When pump was powered back on, the time was set to (B)(6) 2018 and the date was set incorrectly to 00:04. The incorrect time led to cs165-exceeds max tdd limit warnings beginning (B)(6) 2018 at 14:30. The basal change history recording anomaly was a result of the time/date not being set correctly by the user after the pump rebooted. During investigation, the pump was exercised for 24 hours with a 1.0 units/hour basal rate; at end testing the basal history correctly showed 1.0u and total daily dose record showed 24.0 units. No errors or occurred. The allegation of history settings issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match the active basal program. The patient indicated that the ¿pump exceeded maximum daily of 60 but not that many units had been administered". There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.